Event description:
Device malfunction: none, symptoms/ae: hypotension, stroke, time of ae: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient became hypotensive an bradycardic. The hypotension was treated with a neosynephrine drip. The bradycardia was not treated. Additionally, post procedure, the patient experienced a stroke with left arm and leg weakness, aphasia and facial droop which was indicative of a right middle cerebral artery infarct. A head CT was done, but was negative. The patient was given a heparin bolus and was started on a maintenance dose of heparin. One day post procedure, the CT was repeated, but remained negative. Two days post procedure, an MRI was done showing a shower of small embolic infarctions in the right middle cerebral artery territory. Three days post procedure, the patients status was reported as improving. Six days post procedure, the hypotension was resolved. The patient was discharged to home with orders to have physical, occupational and speech therapy daily. No resolution date was provided for the bradycardia. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.